Event description:
It was reported that post a drug eluting stenting treatment procedure, restenosis occurred. In 2009, an unspecified liberte bare metal stent was implanted in the very tortuous proximal left anterior descending (lad) artery. Approximately one year post-procedure the lad stent was found to be 99% restenosed. No further patient complications were reported and the patient status is reported to be good.

Manufacturer narrative:
If implanted, give date: 2009. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).